Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the thrombosis/thrombuscannot be determined. However, thrombus is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report thrombus it was reported the procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted into the left atrium (la), but a fluttering foreign object was observed at the base of the clip. Therefore, the ntw clip was removed and replaced. It was noted the object was removed with the clip. One clip was successfully implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.